Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Confirmed that there is no deformation in the nozzle. Hence, the cause of the material remaining could not be determined. During inspection a black solid was found stuck inside the nozzle. A component analysis revealed that the black solid was a mixture of silicone resin (rubber) and cellulose. Silicone rubber is used in the packing of the air/water valve, the valve of the nozzle of the water supply tank, and the rubber of the injection tube connector cap, and it is possible that fragments of silicone rubber became mixed in due to deterioration, leading to the clogging. In addition, since the cellulose did not show any fuzz typical of paper, it is thought to be cloth-based cellulose, but a specific identification was not made. The instruction manual states the inspection method associated with the event in "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. Olympus will continue to monitor field performance for this device.